Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 46 times. The following information was provided by the initial reporter. The customer stated: there are "black spots (embedded foreign matter) on tubes."

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 46 times. The following information was provided by the initial reporter. The customer stated: there are "black spots (embedded foreign matter) on tubes."

Manufacturer narrative:
H.6. Investigation summary: bd received 46 samples and 14 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause of the foreign matter to be attributed to the manufacturing process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. H3 other text : see h.10.